Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that a cartridge alarm 1 occurred during basal delivery and the cartridge was leaking from unspecified location. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 168 mg/dl.